Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.14 on a (B)(6) male patient. There was no additional patient information available at the time of this report. The customer is returning 25 cartridges of the alleged lot for investigation. Method: result time: result: sample: comment: I-stat, 17:26, 0.06, a , half full tube. I-stat, 17:47, 0.14, a, half full tube. I-stat, 18:00, 0.01, b, full tube. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 05/23/2014. Return product was not available for investigation at the time of this report. Returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).